Event description:
Reporter alleged, the 3rd connector pin from the left is black on the inform system. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.